Event description:
Exploratory laparotomy for abdominal mass at base of mesentery of the small bowel, initially found by abdominal CT. Pathology of mass: sclerosing mesenteritis, unk etiology. Had diarrhea and anemia prior to laparotomy, now resolved.